Event description:
The customer reported that while running an htlv I/ii assay, using summit sample handler there was a low liquid level in well position d4 without an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc complaint number 98-03097-07.